Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered an inappropriate shock due to post-sensed t-wave oversensing. No intervention was performed. The patient condition was stable.